Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus, the evis lucera duodenovideoscope exhibited leakage from the insertion part. The event occurred during preparation for use for the intended diagnostic procedure. The procedure was completed with a similar device without any delay. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the light guide lens inside was discolored. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation and customer allegation of leakage at insertion part was confirmed. There was waterproof failure due to the pinhole at the connecting tube. There were few additional findings. During testing inspection of the returned device, it was found that the insulation resistance value was out of standards due to the pinhole at connecting tube. The scope cover was deformed. There was corrosion from electrical-connector due to the leakage. The angulation in the upward direction was out of standard due to the worn angle-wire. The charged coupled device (ccd) lens had scratches. Light guide (lg) lens was broken. The bending section cover adhesive was broken. The connecting tube was corrugated. The switch button 1 was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.